Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose was 325, 47 mg/dl. The customer reported low sugars on insulin pump, where he could faint, says the insulin pump was not going to that low level which he was feeling personally. Stated that auto mode goes low after bolus. Troubleshooting was not performed for low blood glucose. The insulin pump will not be returned for analysis.